Event description:
Harmonic scalpel devices x 2 malfunctioned during initial use-both had same issue and lot #. Plastic side of shears, melted and became loose. A third device was opened with a different lot # and worked better.